Manufacturer narrative:
Please note that device reported is an trapease vena cava filter and for which the catalog and lot numbers are not currently available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The plaintiff is a citizen and a resident of the state of (B)(6). The plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2003. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, tilt, blood clots, clotting and occlusion and narrowing of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Plaintiff¿s wife is a citizen and a resident of the state of (B)(6). The plaintiffs were and are, at all times relevant to this action, legally married as husband and wife. The plaintiff¿s wife brings this action for, inter cilia, the loss of consortium, comfort, and society she suffered due to the personal injuries suffered by her husband.

Manufacturer narrative:
As reported in a legal brief, a patient underwent placement of a trapease vena cava filter on or about (B)(6) 2003. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, blood clots, clotting and occlusion and narrowing of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.  The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter/ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The legal brief also noted narrowing of the ivc; however, clinical factors contributing to the narrowing could not be determined based on the information available. Vessel injury is a well-known potential complication for all ivc filter implants and is listed in the instructions for use (IFU) as such. Additionally, the reported filter tilt could not be confirmed as films were not provided for review. With the information available, the timing and mechanism of the tilt is unknown. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, blood clots, clotting and occlusion and narrowing of the inferior vena cava (ivc). The additional information received indicated that the patient was having severe pain and swelling in his lower legs and underwent bilateral venograms approximately nine and a half years post implant, which showed diffuse stenosis and ivc narrowing, with filling of superficial varicosities. The patient had developed an ulcer on his right leg and right foot, as a result of post thrombotic syndrome. As treatment the patient underwent a balloon dilation and stenting procedure a few weeks later, during which the filter was found to be open at the upper end but completely blocked with thrombosis in the lower end. A stent had to be placed across the compacted filter to open up the blockage. Additional stents were deployed such that the filter prongs were anchored within the wall stents, allowing drainage of the veins. The information also indicated that the filter had been removed approximately eight years and two months post implant, there has been no documentation provided regarding the filter removal. The patient is also reported to experience pain in the body and legs and anxiety related to the filter. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without procedural films for review, the reported filter tilt and vena cava stenosis could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. With the limited information provided and no post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). As the patient¿s medical history has not been provided, it is not possible to determine a relationship between the events and the device. Anxiety does not represent a device malfunction, rather may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional details were received from the patient profile form that the patient was having severe pain and swelling in his lower legs and underwent bilateral venograms approximately 9 ½ years later, which showed diffuse stenosis and ivc narrowing, with filling of superficial varicosities. He had developed an ulcer on his right leg and right foot, as a result of postthrombotic syndrome. He underwent a balloon dilation and stengin procedure a few weeks later, during which the filter was found to be open at the upper end but completely blocked with thrombosis in the lower end. A stent had to be placed across the compacted filter to open up the block at the filter. Additional stents were deployed such that the filter prongs were anchored within the wall stents, allowing drainage of the veins. The filter remains implanted. The patient requires lifelong monitoring of his filter to ensure that it does not fracture, migrate or further malfunction in some way, creating a life-threatening situation. He still experiences pain in his body and legs and must now live with constant worry and anxiety about the state of his health related to the filter.